Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-april-2024, it was reported by the patient that the infusion set fell off during use. Two days the infusion has been in use. No further information was available